Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h6, h11. The device was not returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be established. Based on the results of the investigation, the most probable cause of the reported issue could not be established. The customer contacted olympus technical assistance support (tac) via email. No troubleshooting was performed as the customer was not in front of the device at the moment to troubleshoot. However, possible variables reviewed: is error on multiple scopes or just one, have scope been connected properly and powered down to verify that error is only generating with one scope. Remedial sent via email for reference. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center had a b30 scope communication error. There were no reports of patient harm.